Event description:
It was reported that patient underwent primary total hip replacement on (B)(6) 2002. Revision procedure was performed on (B)(6) 2012 due to recurrent dislocations reported to be related to incorrect cup placement. No further information was reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.